Manufacturer narrative:
During inspection and testing, a foreign object was found clogging the auxiliary water channel. The white material was found to be organic silicone. Organic silicone is one of the components which are included in the antifoaming agent but it was not specified. A review of the device history record found no deviations that could have caused or contributed to foreign material in the device. The device shipped according to specifications. Based on the results of the legal manufacturer's investigation, the origin of the foreign material was not determined. A definitive root cause of the reported issue could not be identified. The device's instruction manual provides warnings and cautions which may help to prevent the issue. Olympus will continue to monitor field performance for this device. In addition, angulation was reduced and there was play in the angulation knob due to elongation of the angle wires, the adhesive on the bending section cover was damaged due to chemical/physical stress, the insertion tube was damaged due to handling, flexibility adjustment did not function due to damage to the adjustment ring, the universal cord was damaged due to handling, the distal end was damaged due to handling, the connector was damaged due to handling, the switch was damaged due to handling, the control section was damaged and discolored due to handling, the zoom function was out of specification due to sliding of the length range failing, and the insulation resistance value was out of specification due to the adhesive peeling off. Per the legal manufacturer, these device defects have no potential to cause or contribute to death or serious injury if the malfunctions were to recur.

Event description:
The customer reported a failure of the secondary water supply on the subject device. The subject device was sent to an olympus service center for evaluation. During inspection and testing, a foreign object was found in the device. This report is being submitted for the malfunction found during evaluation (foreign object). There was no harm or user injury reported due to the event.